Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Visual inspection confirmed that the screw had fractured at the first thread. Review of the device history record review did not provide any indication of a manufacturing deviation that would contribute to this event. The cause for the fracture could not be determined.

Event description:
The dentist reported the the abutment screw fractured.